Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 - 3, on (B)(6) 2016 inratio inr = 1.3; retest inratio inr = 3.1 15 minutes between tests, no reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 370105ar meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. It was reported that the patient is taking tylenol, antidepressants, and thyroid pills. Certain medications may impact the performance of the assay. Although technique issues and potential patient sample interference were identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.